Manufacturer narrative:
No product has been returned for investigation as no product malfunction alleged. Event was found during literature review. No root cause can be determined at this time. Literature review: potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: loss of fixation, pain, discomfort or abnormal sensations due to the presence of the device.." Post-operative warnings: "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."

Event description:
During a literature review it was identified that between the dates of 08/2009 and 12/2010, patients underwent minimally invasive lateral inter body fusion procedure at l1-l5 levels. During a follow-up, revision procedure using minimally invasive over-the-top decompression was performed due to re stenosis and subsidence. No information on patient condition available.